Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how much longer the procedure time was extended by (hours, minutes)? Was there any change in the post-operative care of the patient? If yes, please describe.

Event description:
It was reported that during a pph procedure, during surgery, the stapler was not all coming out when fired. Because the stapler was only partially came out, there was bleeding, thus the procedure timing was becoming longer. To manage bleeding, surgeon conducted manual suture.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify how much longer the procedure time was extended by (hours, minutes)? The operation lasts until 2 hours which should be done 30 minutes to 45 minutes was there any change in the post-operative care of the patient? If yes, please describe. Yes there is bleeding after a failed operation using a stapler, so manual suturing must be done. Based on local sales team information, no product available for return, since customer has discarded it.